Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. This information not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient experienced a feel of rawness and blistering. It is also noted that the gums were swollen and irritated. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. There is no medical or dental history noted. However, the patient is allergic to codeine and an unspecified chemo treatment.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier's (erkodent & airway management) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent reported no further complaints for this material lot. Erkodent review: lot# erkod 2.0-11581 (erkodur) was manufactured from february 22, 2021 and was assigned an expiration of february 2024. Lot# e-pro 2.0-11336 (erkoloc-pro) was manufactured from october 21, 2019 and was assigned an expiration of october 2022. Airway management review: part #: 12k-0qvq-21 was manufactured on 7/1/2022 and no expiration date was noted. Kit #: pkt12k-0qvv-21 was manufactured on 7/1/2022 and no expiration date was noted. Supplier (airway management) reviewed c of c (certificate of conformance), a chemical analysis report, and confirmed material compositions are within specification. DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier's (erkodent & airway management) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent reported no further complaints for this material lot. Erkodent review: lot# erkod 2.0-11581 (erkodur) was manufactured from february 22, 2021 and was assigned an expiration of february 2024. Lot# e-pro 2.0-11336 (erkoloc-pro) was manufactured from october 21, 2019 and was assigned an expiration of october 2022. Airway management review: part #: 12k-0qvq-21 was manufactured on 7/1/2022 and no expiration date was noted. Kit #: pkt12k-0qvv-21 was manufactured on 7/1/2022 and no expiration date was noted. Supplier (airway management) reviewed c of c (certificate of conformance), a chemical analysis report, and confirmed material compositions are within specification.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier's (erkodent & airway management) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent reported no further complaints for this material lot. Erkodent review: lot# erkod 2.0-11581 (erkodur) was manufactured from february 22, 2021 and was assigned an expiration of february 2024. Lot# e-pro 2.0-11336 (erkoloc-pro) was manufactured from october 21, 2019 and was assigned an expiration of october 2022. Airway management review: part #: 12k-0qvq-21 was manufactured on 7/1/2022 and no expiration date was noted. Kit #: pkt12k-0qvv-21 was manufactured on 7/1/2022 and no expiration date was noted. Supplier (airway management) reviewed c of c (certificate of conformance), a chemical analysis report, and confirmed material compositions are within specification. DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier's (erkodent & airway management) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent reported no further complaints for this material lot. Supplier (airway management) reviewed c of c (certificate of conformance), a chemical analysis report, and confirmed material compositions are within specification. Correction: this information was omitted with supplemental mw fu1: stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer stated the device has been returned but to date has not been received. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. Airway management confirmed the tapiii has nickel content (3-5%) and is very possible to develop an allergic reaction in people with existing sensitivity. However, it was unknown and not reported if the patient was allergic to nickel. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Per tap3 patient instruction_prtd17 rev. I, the "home care instructions" section states the following: "each morning after use, thoroughly clean your tap¿ 3 appliance using a regular soft toothbrush, cool water and toothpaste. The tap¿ 3 should be stored in a cool dry place. The appliance is made from sensitive materials and should not be stored where temperatures exceed 120of, such as in the glove compartment of a car or the cargo hold of an airplane. Do not clean the appliance in hot or boiling water, nor to soak it in bleach or hydrogen peroxide which will cause the trays to distort or the lining to become brittle and delaminate. " per tap3 patient instruction_prtd17 rev. I, the "warnings" section states the following: "patients who are sensitive to nickel or self-curing acrylic may experience allergic reactions. Per tap3 patient instruction_prtd17 rev. I, the "warnings" section states the following: the metal parts are made of medical grade stainless steel or cobalt chromium. If the patient experiences any reaction, have him/her contact the prescriber immediately. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The sleep device materials (erkoloc-pro and erkodur) have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.